Manufacturer narrative:
(B)(4). Approximate age of device: 28 days. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange procedure on (B)(6) 2017 due to device thrombosis. It was reported that on (B)(6) 2017 that the patient had elevated lactate dehydrogenase (ldh). The following day, the intensive care unit (ICU) nurse reported pump power fluctuations to 9w, and estimated flows registering as ¿+++¿. The patient¿s plasma free hemoglobin was 30mg/dl, ldh was 630 u/l, and inr was 3.0. The patient was placed on a heparin infusion, plavix and aspirin; however, the ldh was still elevated on (B)(6) 2017. A ramp echocardiogram on an unspecified date was negative. The patient¿s aortic valve was closed and the left ventricle (lv) was well decompressed. Multiple log files were reviewed by the manufacturer¿s technical services and revealed pump power fluctuations beginning on (B)(6) 2017. The trajectory observed within the log files was consistent with potential device thrombus. On (B)(6) 2017 the patient presented with acutely elevated ldh and acute episode of low flow estimations. The patient was symptomatic with shortness-of-breath, fluid volume overload, and overall malaise. Inotropes were initiated. The patient underwent a pump exchange that day. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed a red thrombus formation on the distal side of the inlet stator and was adhered to the inlet bearing cup and the outlet bearing ball, causing the bearing ball to be pulled out of the bore of the rotor during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A red, tissue-like thrombus formation was found loosely seated on the proximal side of the outlet stator and appeared similar to a thrombus formation also observed within one of the vanes of the rotor. The tissue appeared to have separated and fallen off the rotor into the outlet stator during disassembly. The tissue appeared denatured, indicating that it was present during device operation. However, there was no evidence of laminated layering indicating that it did not develop at this location. A smaller deposition was also observed in the outlet stator between the outlet bearing ball and the blade of the outlet stator. The deposition lacked laminated layering and showed no evidence of denaturation to indicate that it formed in this location or was present during device operation. Although a specific cause for the development of the thrombus formations and the duration of their presence within the pump could not be conclusively determined, they would have contributed to the report of elevated lactate dehydrogenase and low flow. Additionally, they would have created additional resistance on the spinning rotor and contributed to the pump power elevations captured in the log files. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.